Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device after a heart catheterization procedure. Reportedly, while the physician was pushing down the knot towards the arteriotomy, the knot came loose. The physician cut the suture away and used manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. The lot number was not identified. Reviews of the lot history record and complaint handling database could not be conducted because the lot humber was not provided and the device was not returned for evaluation.